Event description:
Ref imp # (B)(4).

Manufacturer narrative:
Document review: must pedicle screw 6 x 30 mm: ref. 03.50.019 / lot 125713 (B)(4) screws produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) screws belonging to this lot have been already sold. The screws were inspected: the main reason of the issue is highly likely a cross-threading issue, that can occur when the screwdriver is not properly positioned damaging the screw, as in this case.